Manufacturer narrative:
It was reported that the patient underwent removal of ventral hernia mesh on (B)(6) 2011 due to intractable chronic abdominal pain.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a laparoscopic surgical procedure to repair a ventral hernia on (B)(6) 2008 and mesh was used. The patient experienced pain, nerve damage in both legs, and she has required additional medical intervention. No additional information is provided at this time.